Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing. The impedance measurements were noted to be stable. Boston scientific technical services (ts) discussed the possible causes and provided troubleshooting options. Subsequent information received indicated that the physician suspected an rv lead fracture. An attempted lead revision was performed but was unsuccessful as helix would not retract. The physician then decided to retain the lead and scheduled the patient for a laser lead extraction at an unknown future date. Of note, fluoroscopy was performed and no identifiable signs of a fracture were found. It was further reported that the rv pacing threshold measurements had increased following the attempted revision. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.